Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be taken at a later date to address the issuse.